Event description:
During the device evaluation, the duodenovideoscope's bending section cover's adhesive buoy was found to be broken and the coating on the connecting tube was peeling off. There was no patient involved.

Manufacturer narrative:
Based on the completed results of the investigation, the root cause of the reportable malfunctions found during device evaluation could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.